Event description:
It was reported that the health care professional (hcp) requested a review of a stored episode for this implantable cardioverter defibrillator (ICD) due to a possible pacing induced arrhythmia. Technical services (ts) provided a review and discussed that a premature ventricular contraction (pvc) fell into the blanking period and the device delivered a ventricular pace, the lower rate limit was set to 70bpm so an atrial pacing was delivered with no conduction and another ventricular pacing was delivered which started the ventricular fibrillation (vf). This device successfully delivered anti-tachycardia pacing (atp) and converted the rhythm. Ts discussed reprogramming changes such as turning rhythmiq off and shortening the ventricular blanking period. This ICD remains in service. No additional adverse patient effects were reported.